Manufacturer narrative:
Though requested, no additional event information was provided. The event datalogs and the treatment tip were not returned for evaluation. As no serial number was reported for this event, review of manufacturing records cannot be completed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. During the training session the clinical specialist noticed user technique issues, such as not using grid paper, gliding the handpiece versus stamping, and staying stationary in one spot. It is unknown if these technique issues occurred during this event. As no datacard log was returned for evaluation, technique issues that may have occurred during treatment cannot be confirmed. According to the thermage flx system user manual, burns and blisters are a known possible adverse patient reaction to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.

Manufacturer narrative:
The datalogs were returned for evaluation, and therefore the product number and serial number were able to be obtained. Several errors occurred during the treatment, including treatment tip lifted prematurely (once), treatment tip force low (three times), tip too warm (twelve times), activation button timed out (once), force before activation (thirteen times), and radiofrequency force power (once). When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, the operator must intervene to proceed. Based on the evaluation of the data, the system and handpiece performed as expected. The user will want to verify proper treatment technique, position and orientation (with adequate coupling fluid and equal tip to skin contact and pressure). A review of the manufacturing records showed all requirements were met. No nonconformities or anomalies were found related to this event when reviewing the device history record. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
The reported injury was to the cheek (face). A provided patient photograph was reviewed by the solta medical reviewer. The photograph shows a burn lesion on one side of the cheek. The reporter stated that the treatment tip is not available for evaluation.

Manufacturer narrative:
The solta trainer provided guidance and training to the physician while on-site. The tip has been requested for evaluation. Investigation is underway.

Event description:
A doctor notified a solta representative about a patient developing a blister during thermage treatment while using a 4.0cm tip. The doctor showed the representative (who is a trainer on thermage) an image of a blister on the phone, which was not able to be captured for evaluation. Though requested, no additional event information was provided from the physician. The doctor stated that they did not want to report the event. Some feedback about the reporter¿s technique was provided by the solta representative. While observing the doctor perform other treatments, it was noted that grid paper was not used, and the faces were not marked for vectors. The patients were numbed prior to treatment. The coupling fluid in use was over six months expired. The patients¿ necks were being treated. The provider tended to treat primarily in the middle of the face, with no pattern for treatment and significant overlapping. The doctor used a sliding technique to move the handpiece versus stamping, which is the recommended action. Vibration was not used, and the treatment levels were between 1.5 ¿ 2.5. The doctor mentioned having issues with thermage treatments, including two recent burns.